Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Reportedly, the leak may have been caused by overfilling the cartridge; however, the customer was unsure. A new cartridge was loaded resolving the issue. Customer's blood glucose level was 159 mg/dl.